Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of an implantable pulse generator (ipg) system, attempted catheter removal with a slitter was unsuccessful due to misalignment of the cutter blade, during which the lead was pulled and became dislodged. The catheter was replaced in which the slitting was successful, however peel-off of the sheath was attempted but failed. The lead was again pulled and became dislodged. It was noted that insertion of the sheath had been complicated by tissue resistance, with possibility that the sheath collapsed. It was further reported that that positioning issue were due to patient anatomy. Another lead was used and the implant was successful. No patient complications have been reported as a result of this event.